Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Low bg cause was not known. The customer received third party assistance from paramedics, who fed the customer carbohydrates and waited with patient until the bg level was steady to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.